Event description:
Additional information was received. The patient reported not being able to make programming adjustments both with or without the antenna attached to the patient programmer. An overstimulation sensation was reported. It was reported that the patient programmer stopped working over a year ago. At that time, the implantable neurostimulator (ins) was on a high setting. The ins recharger was used to turn the ins on and off however, ins stimulation was "too high". It was reported that the ins recharger stopped working and the patient is unable to recharge the ins. Patient recently saw a manufacturer's representative who was able to recharge her ins. It was noted that the patient was in the process of moving from florida to indiana and will be working with a new health care professional (hcp). Additional information has been requested, but was not available as of the date of this report.

Event description:
It was initially reported that the patient was unable to adjust stimulation, that the patient programmer was not working and could not adjust the matrix or extrel transmitter. Additional information received reported that the patient's device had not worked in almost two years and her programmer had not worked for over a year with her last charge about eight months ago. It was also reported that the recharger was not charging and the light was not displaying on the desktop charger. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3888-45, lot# v259816, implanted: (B)(6) 2009, product type lead; product ID 377860, lot# v260897016, implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).